Event description:
It was reported that a user experienced discordant glucose information when a companion glucose monitor displayed 55 mg/dl, leading the user to drink a full glass of apple juice, while a contemporaneous blood glucose meter reading was 152 mg/dl; subsequent readings showed hyperglycemia at 273 mg/dl, and the user also announced a meal without eating while using the ilet system. Symptoms included high blood glucose. Outcomes included no hospitalization and no long-term sequelae reported. Investigation included troubleshooting and education with the user and caregiver. Investigation of this case revealed user management decisions that likely contributed to hyperglycemia, with no device malfunction reported or confirmed. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.